Manufacturer narrative:
Cmp (B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. The surgical note for implantation was provided and reviewed by a healthcare professional with the following findings: left thr with graft to acetabulum direct lateral approach cyst cultured 2 x 2cm no intra-op complications/events. One undated radiograph of the hip was provided showing a bilateral hip implantation. The complaint does not indicate laterality of the hip that was revised. The reported event is for revision due to psoas impingement & abductor failure, which would not be visible by plain x-ray images. No further medical records were provided. Based on the available information, the reported event cannot be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: item # 0100013209, durasulâ®, alpha insert, ii/28, lot # 2110334. Unknown item #, unk 28mm/0 cocr head, unknown lot #. G2: report source australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 21 years and 6 months post implantation due to psoas impingement and abductor failure. Attempts have been made and additional information on the reported event is unavailable at this time

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. D10: item # 0100013209, durasulâ®, alpha insert, ii/28, lot # 2110334; item # 14280620, cocr head 28/0 med 12/14, lot # 2051245; item # 2843, alloclassic sl stem, lot # 2127242. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.